Event description:
It was reported during gen change procedure that the right ventricular (rv) lead exhibited loss of capture and impedance out of range. Lead insulation damage was suspected. The lead was capped on (B)(6) 2024 and successfully replaced. The patient was stable and asymptomatic.